Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained, revealing that the patient was also given IV antibiotics to treat the issue.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced skin erosion where the leads connect to the extensions. To address the issue, the entire system was explanted via surgical intervention on (B)(6) 2025.